Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump history was missing data despite being in use. There was no reported impact to customer's blood glucose. No additional patient or event information available. Reportedly, the customer continued to use the pump for insulin therapy.